Manufacturer narrative:
MDR 1219913-2021-00327 was filed on may 24, 2021. June 9, 2021 - additional information the customer observed reproducibly elevated atellica im tnih results on a patient. Troponin results from an alternate method were low/normal. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Qc was in range at the time of the incident and no other samples were affected indicating this has a sample/patient specific root cause. The alternate method used to test this patient's samples was a tnt method. This is a different method than atellica im tnih which is a troponin I method. There is no claim that these methods will be concordant as they have specific binding to different parts of the troponin molecule and show different recovery. A sample was sent to siemens for additional testing. The sample was treated with a heterophile binding tube (hbt) and run with serial dilutions of 1:2 and 1:5. The results of hbt and dilutions did not change the value from the neat dose obtained which is inconsistent with an interfering substance in the sample causing the discordancy. While the exact root cause cannot be determined, siemens cannot rule out a cardiac or non-cardiac issue causing an elevation in troponin in the absence of myocardial infarct. No product performance issue is observed. The customer is operational. The investigation findings and investigation conclusions codes have been updated in section h6. MDR 1219913-2021-00328 supplemental 1was filed for the sample measured on (B)(6) 2021.

Manufacturer narrative:
A (B)(6) man presented to his family physician with angina pectoris complaints ((B)(6) 2021). A blood draw was taken and resulted on the atellica im tnih with a result of 151.07 ng/l (measured on (B)(6) 2021 with reagent lot 043). The patient was then sent to the emergency room. There, the troponin was measured again and reported as unremarkable (result and method unknown). The patient was discharged. The next day he was again at the family doctor. A serum was drawn for troponin and ck/ck-mb and sent to the customer's lab. Atellica im tnih was found high again with a result of 161.83 ng/l (measured on (B)(6) 2021, with reagent lot 043). Ck and ck-mb were inconspicuous. The sample was tested at another laboratory. Troponin t was tested on an alternate system with a result of 13 ng/l, thus inconspicuous. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human antimouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Heterophilic antibodies and rheumatoid factor in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The clinical performance section of the instructions for use states: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." "The atellica im tnih clinical trial enrolled all patients presenting to the emergency department with symptoms consistent with acs. Some of these patients had an acute or chronic condition other than ami." The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The sample is being sent to siemens for investigation. MDR 1219913-2021-00328 was filed for the sample measured on (B)(6) 2021.

Event description:
The customer reported a discordant, elevated atellica im high-sensitivity troponin I (tnih) result compared to an unknown method. A second sample was drawn from the patient and the result was again elevated on the atellica im tnih assay compared to an alternate troponin t method. The atellica im tnih results were reported to the physician who questioned the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated atellica im tnih results.